Event description:
It was reported that the subject device displayed black box instead of image. The issue was identified at the time of set up before the patient was in room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3, g6, h2, h3, h6 and h11. The customer contacted olympus technical assistance support. Olympus technical assistance support provided remote troubleshooting and after modifying the cv-1500 and monitor settings the image appears again. Troubleshooting was able to resolve the reported allegation. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. The device was not returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.